Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a nurse to our local affiliate (B)(4). This case involves a (B)(6) female pt who began poly-l-lactic acid (newfill) therapy in 2002 for lipoatrophy. Relevant medical history includes (B)(6), for which she received (B)(6) therapy in 1997. Concomitant medication info is unk. The pt received 10 vials of poly-l-lactic acid in 2002, three vials in 2004, two vials in 2005, (B)(6) 2007, (B)(6) 2008, and (B)(6) 2008, and an unk number of vials in (B)(6) 2007. On (B)(6) 2008, a nodule was first noticed by the rptr. No further info was reported. Event outcome is unk. (B)(4). Rptr's causality assessment: not provided. Additional info received on (B)(4) 2008: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Addendum for follow-up info received on 14-jul-08: the nurse reported concomitant medications as (B)(6). The pt had not experienced similar events after treatment with poly-l-lactic acid. It is unk if she had experienced similar events after treatment with any other product. On (B)(6) 2007, the pt received treatment with poly-l-lactic acid 3 ml water and 2 ml lidocaine, injecting 10 ml in total into the subzygoma and buccal area (batch number a5009). On (B)(6) 2007, the pt received 3 ml water and 2 ml lidocaine, injecting 10 ml in total into the subzygoma and buccal area (batch number a7017). On (B)(6) 2008, the pt received 4 ml water and 2 ml lidocaine, injecting 10 ml in total into the subzygoma and buccal area (batch number a7017). On (B)(6) 2008, the pt received 4 ml water and 2 ml lidocaine, injecting 10 ml in total into the subzygoma and buccal area (batch number a7018). (B)(6) 2008, the pt developed a small palpable non-visual nodule in the right buccal area. The pt was not too concerned about the palpable nodule. The pt was advised to continue with vigorous massage to the facial area with the use of a (B)(4) toothbrush (back of) as a tool for massaging of the nodule to help disperse. Event outcome is unk, as the nurse has been unable to contact the pt . No further info is expected. Rptr's causality assessment: probable.

Manufacturer narrative:
Conclusion: no faults detectable.